Event description:
The patient was implanted with a left ventricular assist device. Approximately 1 hour post-implant, an increase in pump power consumption was observed. The next day, a decision was made to exchange the pump due to signs of hemolysis (elevated lactate dehydrogenase) and increased pump power consumption.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump with no further issues reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.